Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the hyperform occlusion balloon catheter and guidewire were returned for analysis. An unknown rhv and 1ml syringe was also returned with the device. As received, no damages or irregularities were found with the balloon catheter hub. No bends or kinks were found with the hyperform catheter body. No damages or irregularities were found with the balloon. Under closer inspection, a crack was found on the rhv. Based on the device analysis and reported information, the customer¿s report of ¿balloon rupture during set up¿ could not be confirmed as no leaks or ruptures were detected with the balloon. After the unknown cracked rhv was replaced and the guidewire was repositioned to the correct location, the balloon was successfully inflated and held inflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hyperform balloon has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that balloon was damaged during occlusion test. Balloon was torn during inflation. The balloon was damage itself. New device was used and procedure was completed. The patient was undergoing occlusion test with balloon. There were not any patient symptoms or complications associated with this event. No patient injury was reported.